Manufacturer narrative:
No product was returned for inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. Without the returned product, there is not enough evidence to form a conclusion on the reported event. Therefore, the complaint is non-verifiable. A root cause cannot be determined.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Device not returned to manufacturer.

Event description:
Doctor reports that patient presented in office with restoration in hand. The fractured abutment screw (iunihg) was removed and doctor needs a replacement screw. No harm to patient reported. Tooth location 3.